Event description:
Customer reported that a sample produced positive sars-cov-2 results on panther instrument sn (B)(4), but was not reproducible on repeat. Customer was using assay ml 305422. Customer reported the repeats were from the original vtm. Customer noted that the sample result was negative on gene xpert and thermo.

Manufacturer narrative:
Hologic reviewed the logs and found no sign of hardware or kit preparation issue. Customer was advised that the issue was likely due to a low target that was picked up somewhere during sample preparation. Technical support advised the customer to do a thorough monthly maintenance (clean sample/reagent racks, sample shields etc..), clean bench and change gloves more frequently especially dealing with control tubes. The affected patient sample was recollected and the sample result was negative on the panther and thermo. No inconsistent results were reported following the monthly maintenance.